Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt can no longer hear with his device. No physical accident or medical condition was reported. The external parts were checked and found to be functional. Testing shows that the device has malfunctioned.